Event description:
It was reported to philips that the device experienced repeated ECG bias failures during operational testing. The customer requested that the device be returned for bench repair. There was no reported patient involvement at the time of the failure; however, the staff did attempt to use the device for patient monitoring following the test failure. There was no reported adverse event to a patient or user as a result of the failure.